Manufacturer narrative:
. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video scope had dotted vision. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation, additional information received and correction. ¿updated fields: d8, d9, e1, g3, g6, h2, h3, h4, h6 and h11. Corrected fields: e1. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit is broken, the lg (light guide) lens of the insertion section is broken, and the light is dim or non-existent. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the reported malfunction: the charged couple device (r-unit) is broken and therefore the image is purple. A root cause could not be identified for the additional malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video scope had dotted vision. There were no reports of patient involvement.